Event description:
Customer reportedly obtained a result of 161 mg/dl on the advantage system and 61 mg/dl on a professional device within 10 minutes. Customer ate after obtaining results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.